Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some issues with her insulin pump. Caller stated that the customer's insulin pump is not calculating correctly and is not giving the correct amount of insulin. Caller stated that the customer programmed 8.2 units and the insulin pump only delivered 5.8 units. Caller stated that they reprogrammed the insulin pump with the same information and the insulin pump did not deliver the correct amount. Nothing further was reported.